Manufacturer narrative:
Device serial number is unavailable. Device UDI number is unavailable. No parts have been returned to the manufacturer for analysis as the reported issue was related to software. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when dropping a wedge with a calibratable midas legend clearview tip, the dropped wedge may not be aligned with the navigated wedge. This was discovered internally on a non-clinical system. The issue occurred when the user performed a set of steps. First, the user added a midas legend clearview tip while in a spine procedure in the software. Then the user proceeded to the navigate step, verified the tip, navigated a wedge projection, and selected the ¿set projection¿ button to save the wedge. The expected behavior is that the saved wedge is in the same position as the navigated wedge projection, but the actual behavior was that the saved wedge was slightly offset from the navigated wedge projection. There was no patient present when this issue was identified.

Manufacturer narrative:
Device evaluation: a software analysis was completed utilizing a known anomaly determination methodology. It was found that the reported issue was related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.